Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper reprocessing occurred because the water filter was not replaced at the recommended replacement time per the procedure. The event can be detected/prevented by following the instructions for use which state: ¿chapter 7 routine maintenance 7.3 replacing the water filter (maj-2317) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Caution replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a reprocessed visera cysto-nephro videoscope was used in the case at oer-6 where the water filter was not replaced at the recommended replacement time. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.